Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 3.0 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 1st most distal strut was stretched from the crimped stent profile. There were no signs of damage; stretching or lifting of the stent struts on any other struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2016. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.0x15mm emerge balloon catheter, a 3.00 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.